Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the bolus wizard was not operating properly. Troubleshooting was not performed because the customer stated that her dr programmed the bolus wizard and the insulin pump was still not delivering the insulin correctly. Nothing further was reported.